Manufacturer narrative:
The reported event of noise resulting in oversensing was not confirmed. Final analysis found a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturing reference number: 2017865-2023-11844. It was reported that the patient presented for a generator change procedure. Upon interrogation, it was noted that the right atrial lead exhibited noise that was oversensed by the device and the right ventricular lead exhibited loss of capture due to high capture threshold. The right atrial lead and right ventricular lead were explanted and replaced. The patient was discharged post procedure.